Event description:
A nurse reported that when implanted lens was imaged through the microscope there was a line across the lens that appears to be a series of pits or a scratch after intraocular lens (iol) implant procedure. The lens was replaced during the same procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).